Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced two grand mal seizures, one of which she went to the hospital for. It was stated this was not related to her sensor or insulin pump system. It was stated that the customer had stopped using the sensor around (B)(6) 2014, following receipt of false low readings. The customer stated she received a reading of 66 mg/dl and had a blood glucose of 104 mg/dl. She declined troubleshooting. Nothing further was reported.